Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 79-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the cp being placed the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not shared. On the day of implant the team also inserted a foley catheter. On the day after the implant the plasma free hemoglobin level was elevated and there was hematuria, which was indicative of hemolysis. As such, the team reduced the p level but the hematuria persisted. Urology was consulted for bladder irrigations and the pump remained on til day 6 when weaned and explanted. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The pump survived the support successfully.